Manufacturer narrative:
Correction: section g5 510k number. Additional codes added to section h6. Evaluation code result and conclusion. H3 device evaluation summary update: three batteries were returned to medtronic for further analysis. When each were attached to the test unit it was found that the reported event for ventilator displayed a battery inoperative alert message were not duplicated. The additional findings from field service engineer that the batteries were not charging and generated alert codes were duplicated. The analysis showed that the batteries were not charging while connected to alternating current(ac) power, which is indicative a hardware short circuit. With an hsc (hardware short circuit) failure the battery will not work. The likely cause of the event was isolated to be blown c56 capacitor on dc-dc board, r6 resistor on bd power distribution board and faulty hsc of batteries. The investigation analysis for the additional boards were reported on the initial medwatch report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced primary li-ion battery due to lb series error codes. Additionally replaced direct current (dc) to dc converter printed circuit board assembly (pcba) and breath delivery (bd) power control/distribution assembly. The ventilator passed all testing per manufacturing specification and was returned to the customer. The dc-dc pcba, bd power control and bd power distribution boards were returned for further analysis. The returned bd power controller board was visually inspected and functionally tested with no anomalies noted. Conclusion: there was no malfunction or product deficiency identified with the bd power controller board. The returned dc-dc board was received with a blown c56 capacitor and bd power distribution board was received with a blown r6 resistor. Due to their damaged state, the returned boards was deemed unsafe to install in a test ventilator. How and/or when this occurred cannot be determined. Without the original vent and/or components that may have contributed to the event, a root cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb980 ventilator displayed a battery inoperative alert message. The ventilator was not in use on a patient at the time of the reported event. Additionally, service engineer evaluated the device and installed a new battery due to several codes. After installing the new battery, the ventilator unexpectedly shut down while in service mode after being connected to ac (alternate current) power. The ventilator was power cycled and the fse noticed the new battery had possibly suffered some damage as it no longer was charging and the same lb series error codes were generated again. The fse installed one more new battery and after 15 minutes the ventilator unexpectedly shut down again however this time smoke was noticed coming out from the ventilator related to the c56 capacitor on the direct current (dc) -dc printed circuit board (pcb).